Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one battery has significant reduced power. The battery seems to hold a charge for less than half the time of the other batteries. Battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The unknown battery was not returned for evaluation. The reported event could not be confirmed as the unit was not returned for analysis. Additionally, log files analysis revealed that there was no abnormal discharge rates in the batteries. Applicable risk documentation and experience with events of similar circumstances were considered; events involving batteries that rapidly discharge can be attributed to soldering or welding defects. If information is provided in the future, a supplemental report will be issued.